Manufacturer narrative:
(B)(4). Catalog number 062918-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Post procedure complications are a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic jejunal tube. On (B)(6) 2018 at noon, the patient was admitted to the hospital due to high fever and cardiac arrest. On (B)(6) 2018, the patient died. The patient's sister reported that the death certificate states that the cause of death was: septic shock, cardiopulmonary arrest, late stage parkinson disease.